Event description:
Pfna instruments display rust residue. This is 3 of 4 reports for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The items at hand all had discolorations which were documented on different areas of all the instruments. Iron oxide on all red-brown areas was detected, which were recognized as corrosion of the material with sensitive materials as is the case with the wrenches. The corrosion is initiated on the weakest areas through longer operating times and/or predominantly through the processing of the instrument. The chosen manufacture process in combination with the chosen materials results in local weak points, particularly with the wrenches. Furthermore, the organic residues and cleaning material residues which were not removed correctly lead to an aggressive atmosphere and contribute to the recurrence of corrosion. No negative influences in terms of the material quality could be detected among the examined instruments. The entire surface of the combination wrench had slightly dark discolored areas; this may be a case of cleaning residues. On the side, like in the fork, there are red-brown discolored areas; it could be blood, organic residues or iron oxide. In the scanning electron microscope (sem) next to the discolorations pores were found and the material grains are exposed, most likely through the corrosion of the grain boundary. Local differences in the compositions on parts of the front side of the combination wrench can be caused by the manufacturing process which can cause corrosion, particularly through more frequent processing cycles. The energy-dispersive x-ray analysis (edx) of the different discolored areas revealed a content of carbon, oxygen, iron and chromium and a small content of silicon, sodium, potassium and chlorine. This may be a case of iron oxide together with dried up residues of cleaning agents or bodily fluids released through the handling during utilization.